Event description:
The customer reported to olympus that the colonovideoscope cable could not be moved as desired. The device was returned for evaluation. During the device evaluation, the foreign material was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the evaluation found due to damage on the right/left knob, water tightness was lost; due to damage on upward/downward angulation control knob, water tightness was lost, the followings parts were scratched: the flexibility adjustment ring, the grip, the switch box, the plug unit, and the scope connector case unit. The forceps channel port had a dent, and the scope connector cover unit had corrosion due to water leakage; due to wear of the angle wire, the bending angle in the up direction does not meet the standard value. The jet tube had foreign objects, the light guide lens had a crack, the light guide lens had a scratch, the bending tube was deformed, and the connecting tube was snaking. Due to the clogging of the jet tube in the control unit, water cannot be supplied. The universal cord had a peeling coating. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if the user facility provides any additional information. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the foreign material may not have been removed because reprocessing could not be adequately conducted due to leakage between the right/left angulation control knob and the upward/downward angulation control knob. Leakage occurred between the right/left angulation control knob and upward/downward angulation control knob. However, a definitive root cause could not be identified. The suggested event is detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor the field performance of this device.